Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2026, PICC tubing was inserted for chemotherapy. On (B)(6) 2026, medical staff noticed swelling in the patient¿s right upper limb. A [monolimb vascular color doppler ultrasound] revealed thrombus formation in the right upper limb PICC tubing, the axillary vein, and the subclavian vein. Rivaroxaban was administered for antithrombotic therapy, the medical equipment department was contacted, and the adverse event was reported.